Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality team for investigation. Upon inspecting the product, the injector was noted to be damaged, the grips were out of place, and the needle was exposed. A device history review was performed for lot 1804109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. It is important to hold onto the white components of the injector when engaging/disengaging; and not grip the blue safety sleeve. Manufacturing personnel conduct a series of testing and inspections to ensure the quality and functionality of the device. It was determined this incident likely occurred as a result of improperly disengaging the device. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Broken safety sleeve, the sample was evaluated by jfr lab: visual inspection shows the injector is damaged: as the grip are out of their place, the needles remain exposed during disconnection. Blue notch on the tip of safety sleeve was broken. Lock mechanism was easily released. Injector can be attached to the connector. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. H3 other text : see section h.10.

Event description:
It was reported that bd phaseal¿ injector luer lock n35c needle was exposed. This was discovered during use. The following information was provided by the initial reporter: conducted r-chop treatment with 515573-zat. The needle was exposed when connected with endoxan at 4th drug.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35c needle was exposed. This was discovered during use. The following information was provided by the initial reporter: conducted r-chop treatment with 515573-zat. The needle was exposed when connected with endoxan at 4th drug.